Event description:
The customer contacted stryker to report that their device was only charging to 200 joules when 360 was selected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker repaired the device's connection between the therapy cable and therapy board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
The cause of the reported issue was a loose cable connection to the therapy pcb.

Event description:
The customer contacted stryker to report that their device was only charging to 200 joules when 360 was selected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.